Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a letter requesting additional information about customer's medsun report from FDA; only a partial copy of the customer's report is attached to the letter and the actual description is blank, however the customer provided the event information as reported to medsun, which states: "patient was receiving IV fluids and potassium through a piv. The primary set consisted of a carefusion smartsite infusion set running through an alaris pump at 75 ml/hr. A second smartsite infusion set with potassium was connected to the first set at the distal smartsite port of the first set. The pump had alarmed several times with an occluded line condition. Staff reported this was not unusual for a piv in the back of the hand. The pump had alarmed and the covering nurse entered the room and reset the pump. Shortly thereafter, the patient called the nurses station to report that she was bleeding. Nurses responded to the room to find the tubing from the second set had disconnected at the male leur lock fitting and blood was backing up from the primary set onto the floor and bedding. Post incident investigation showed the tubing from the second set had physically separated from the body of the male leur lock leaving the leur lock in place in the smartsite." No further information is available. There is no report of medical intervention or patient harm.